Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis showed the device had no telemetry and no pacing output. The loss of telemetry was caused by premature battery depletion. The cause for premature battery depletion was not determined. Testing and evaluation of the hybrid showed normal operation with typical current drain levels and functionality. Mechanical damage was also noted. The source of the damage was not determined and did not contribute to any electrical malfunction.